Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "drip chamber found wet outside while disconnected from the IV set." This feedback is in reference to a 70950e product from lot: 1026534. Further correspondence with the customer indicates that the leak was from the top of the drip chamber. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 1026534 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode; however a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 70950e product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
(B)(4).: initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0404 - crack. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Cracked dripchamber. Discovered that it was wet on the outside of the drip chamber when the patient had to be disconnected from the IV set. 500 ml of etoposide had been administered, as well as 250 ml of sodium chloride afterwards. Not sure which of these liquids was spilled, but probably sodium chloride. Inspected the area around the pump and found some drops on the tray under the pump with probable spillage. There appeared to be a small leak from the top of the drop chamber. The chamber had not been sqeezed on, but filled with press the i.v bag. The set was unfortunately thrown away, as it was soiled. Event occurred during use.